Event description:
A signal loss was reported with the adc device and customer was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced "hypoglycemia and a seizure" and was able to self-treat with unspecified "5 different drugs". Customer stated that a blood glucose scan of 62 mg/dl was obtained, time and date were not provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The operating system is unknown so the g4 - PMA/510(k) number populated is for ios. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss was reported with the adc device and customer was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced "hypoglycemia and a seizure" and was able to self-treat with unspecified "5 different drugs". Customer stated that a blood glucose scan of 62 mg/dl was obtained, time and date were not provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss was reported with the adc device and customer was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced "hypoglycemia and a seizure" and was able to self-treat with unspecified "5 different drugs". Customer stated that a blood glucose scan of 62 mg/dl was obtained, time and date were not provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Attempted to scan the sensor with evaluation module (evm), sensor did not scan. Data extraction was not successful. De-cased the returned sensor and performed visual inspection of the printed circuit board assembly (pcba), unsoldered battery was observed. The returned battery has been measured and results were not within specification. An extended investigation was also conducted. Performed a visual inspection on the returned de-cased sensor, observed antenna and molex connector to be removed from the pcba. Unable to extract data as antenna was disconnected from the pcba. A visual inspection on the returned sensors pcba revealed that the antenna and molex connector had been damaged and unable to be re-soldered/repaired due to the solder pads coming away from the pcba. This damage will render the antenna unable to communicate and functionality testing is unable to be performed without the antenna connected. Therefore, this issue is unable to test. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. De-cased the sensor and no issues were observed upon visual inspection of the printed circuit board assembly (pcba). The returned battery was measured and found to be out of specification range. Unsoldered the battery from the pcba. The sensor was placed into the test fixture and an attempt to scan the sensor with the evaluation module (evm) and data extraction was unsuccessful. An extended investigation was conducted. A visual inspection on the returned de-cased sensor revealed that the antenna and molex were removed from the pcba, leading to the data not being able to be extracted. The visual inspection revealed that the antenna and molex had been damaged during de-casing and was unable to be re-soldered/repaired due to the solder pads coming away from the pcba. This damage will render the antenna unable to communicate and the functionality testing cannot be performed without the antenna connected. Adc is unable to continue the investigation as sensor is no longer in its original condition or a condition to perform functionality testing. Therefore, this issue is unable to test. All pertinent information available to abbott diabetes care has been submitted. This serves as a corrction as the h11 - additional mfg narrative for the mfg report 2954323-2023-37927 follow up #2 was deemed to be invalid. The correction has been made.

Event description:
A signal loss was reported with the adc device and customer was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced "hypoglycemia and a seizure" and was able to self-treat with unspecified "5 different drugs". Customer stated that a blood glucose scan of 62 mg/dl was obtained, time and date were not provided. There was no report of death or permanent impairment associated with this event.